Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The customer reported the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.

Event description:
Customer reported hung blood and programmed it to run on an IV pump. She turned around and pt's family alerted her to a problem with the transfusion. The user saw blood leaking from an area of the tubing above where the tubing is inserted into the pump. User stopped the infusion, changed the tubing and IV pump and restarted the infusion without further problems. No pt harm occurred. No additional info was available.